Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was broken. There was a slight delay to get a new kit. No harm to patient, the scope never entered patient's leg.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. A device was returned to the factory for evaluation on 02/24/2025. An investigation was conducted. No evidence of clinical use as the device was returned inside its sealed unopened packaging. There were no visual defects observed on the returned device. A gfe was sent to clarify the product that was returned. A response was received on 03/10/2025, "yes that was the replacement product and I have confirmed that device will not be sent back." Based on the returned condition of the non-product related to complaint and the device not being returned, the reported failure "break-c-ring" was not confirmed. The lot # 3000412788 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.